Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after a usual breakfast announcement while using the ilet, with a documented nadir of 68 mg/dl and an out-of-range duration of approximately seven hours; the device alerted for low glucose, the condition improved during the call, and oral glucose tablets were used for correction with non-medical assistance from the spouse. Symptoms included fatigue consistent with hypoglycemia. Outcomes included no need for medical intervention or hospitalization. Investigation included review of device-reported glucose data and user reports, along with troubleshooting and education regarding algorithm adaptation and meal announcements. Investigation of this case revealed no device malfunction and suggested the pump¿s learning algorithm would subsequently adjust insulin dosing, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.